Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed, the right ventricular lead exhibited noise. All other electrical measurements were stable. The noise could not be reproduced with isometric exercises. No intervention was performed. The patient was in stable condition.